Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and heart rate in the forties. It was reported that a right ventricular (rv) lead exhibited non capture, high thresholds, high impedance and oversensing approximately two days post implant of a new implantable pulse generator (ipg). The rv lead was reprogrammed. It was reported that the lead pin pulled out of header of the newly implanted ipg without unscrewing the setscrew. The lead connection was revised. No further patient complications have been reported as a result of this event.